Event description:
Reporting status: serious injury - medical intervention/permanent impairment. Reporting rationale: stent remains in patient. Device issue: stent dislodgement. It was reported that after placing a stent in the ramus, which had a lot of plague, a dissection occurred after balloon inflation. An attempt was made to open two distal vessels that had closed down with mini-vision stents; however, the stents dislodged and became lost in the patient. The patient went to emergent CABG. The patient was reported to be very stable after open heart surgery. No additional event or patient information is available you are receiving this MDR report from abbott vascular because boston scientific corporation distributed promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Results and conclusion summation - the inability to cross a lesion can be affected by numerous factors. The rx mini vision IFU notes that emergent coronary artery bypass surgery is a known potential adverse event associated with stenting procedures. In this case, the subsequent hospitalization was related to the patient's recovery from the surgery. However, without the returned device for analysis, a definite root cause for the difficulties advancing and dislodgements cannot be determined. The 2.5 x 23 mm mini-vision stent is being filed under the same MFR #.